Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The root cause of the foreign material remaining in the device could not be specified. Per the contents written in the instruction manual. The following chapters describe the reprocessing methods: chapter 6 "compatible reprocessing methods and chemical agents" chapter 7 "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1; address: (B)(6) medical. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The balloon channel was clogged with foreign objects. Additionally, inspection noted the following device issues; due to deformation of the distal end, the balloon water supply volume does not meet the standard value, due to wear of the angle wire, the bending angle in the up direction does not meet the standard value. Further, the connecting tube has a dent, the grip has a scratch, the adhesive on the bending section rubber is detached and due to the clogging of the balloon water tube channel, foreign objects come out of the distal end. Also, due to the wear of angle wire, bending angle in the down direction does not meet the standard value, the cleaning brush gets caught and these items all have a scratch; the connecting tube, control unit, universal cord and the acoustic lens. Also, the acoustic lens has a cut which reaches to the glue layer. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope¿s balloon channel is blocked, and the cleaning brush gets caught. The issue was observed during preparation for use for a diagnostic ebus bronchoscopy procedure, which was completed with the same set of equipment. There was no patient harm or user injury reported due to the event.